Manufacturer narrative:
The field service engineer replaced all of the ise reagents, flushed the ise sample probe, cleaned the sipper nozzle, performed air purges, primed the system reagent flow path, and performed maintenance. He ran ise checks, calibration, qc, and precision without errors. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable sodium result from the cobas pro ise analytical unit. The initial result was 150 mmol/l. The repeat result from another cobas pro ise analyzer was 140 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The electrode lot number was dbh85 with an expiration date of 27-dec-2025. The field service engineer replaced the ise reagents, flushed the ise sample probe, cleaned the sipper nozzle, performed air purge, primed the system reagent flow path, and performed maintenance. The ise checks, calibration, qc, and precision ran without errors. The investigation is ongoing.